Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the mega suturecut needle driver instrument started spinning around when the surgeon tried to grab the suture and could not get it to stop or open. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument would not respond to the surgeon's commands and kept persistently spinning around. The instrument was replaced with another one. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and reported failure was confirmed. The instrument exhibited imprecise motion during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument's movements were imprecise (normal but non-exact within joint limits and in the expected direction with vibrations or small-scale dithering.) Additional observation related to customer reported complaint: 1. The instrument was found to have a loose pitch cable at the distal end. 2. The instrument also was found to have dried residue around the clamping pulley cable groove.